Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Additionally, thresholds were high measuring 6.5v @1.0 msec. Troubleshooting was performed and there was intermittent loc. The field representative re-programmed the device to max outputs and an x-ray was performed, and the x-ray was normal. The patient denies any falls and did not have any symptoms. At this time, the lead remains in service. No adverse patient effects were reported.